Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred during the meshing of a previously recovered cadaveric donor skin.

Manufacturer narrative:
This report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4). ,for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). A 2:1 ratio cutter, serial number (B)(4). For evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that gears slip while meshing and the bushings , side plates, comb, ratchet and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that was sent with skin graft mesher serial number (B)(4). And gear, collars, retaining rings and pins were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that was sent with skin graft mesher serial number(B)(4). And gear, collars, retaining rings and pins were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration and test cut was not recorded due to a bent comb. The roller and gear had visible damage. The cutters 1.5-1 1506085 and 2-1 1504055 produced an incomplete cut--deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, pin and gear. Skin graft mesher, serial number (B)(4). , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration and test cut was not recorded due to a bent comb. The roller and gear had visible damage. The cutters 1.5-1 1506085 and 2-1 1504055 produced an incomplete cut--deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration and test cut was not recorded due to a bent comb. The roller and gear had visible damage. The cutters 1.5-1 1506085 and 2-1 1504055 produced an incomplete cut--deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.